Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. No lot # provided. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 5ml luer-lok¿ syringe leaked from a crack during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: one photo was received by bd (B)(4) and evaluated. The actual sample was not returned. A single 5ml plastipak syringe inside a plastic bag was depicted in the photo. The syringe was partially filled with a clear liquid. The reported defect could not be observed in the photo. A request for a photo clearly showing the defect was communicated on 19 january 2018 yet no new photo was provided for evaluation. Therefore, the defect could not be confirmed. Lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause and CAPA not required as no defects were confirmed.